Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Subsequently, this lead and the associated device were explanted and successfully replaced. Upon explant, blood was observed on the lead. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.